Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 18199402, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptom of infection was redness at the pocket site. The patient underwent an explant procedure. It was not disclosed what medications were prescribed. The physician believed that the infection was not device related but procedure related.